Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a display failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 22may2019. Date of this report:15jul2019. Added serial number/ventilator: (B)(4). Added UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the liquid crystal display (lcd), lcd tray, user interface, user interface cable and lcd cable and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.